Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to reported shock. Upon review, anti-tachycardia pacing (atp) and 41j shock were delivered for supraventricular tachycardia (svt). Technical services (ts) reviewed programming option and the hcp mentioned beta blockers. This crt-d remains in service. No additional adverse patient effects were reported. Additional information received reported that reported that the rhythm self-terminated and the monitor zone was increased to 180 beats per minute (bpm) on this cardiac resynchronization therapy defibrillator (crt-d). This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to reported shock. Upon review, anti-tachycardia pacing (atp) and 41j shock were delivered for supraventricular tachycardia (svt). Technical services (ts) reviewed programming option and the hcp mentioned beta blockers. This crt-d remains in service. No additional adverse patient effects were reported.